Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. No ramping numbers or scroll bar moving with no input noted. The device had cracked battery tube threads, reservoir tube lip, reservoir tube, reservoir tube window, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.